Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "alarms error 1871". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log had recorded "error 1871". Powering up the pump was able to duplicate customer's reported problem as the pump displayed lec 1871. Pump was opened and inspected. The inspection found that the optical switch wires may interfere with the motor gears causing the pump to error 1871. The optical switch wires were rerouted to allow the pump motor gears to rotate. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record was reviewed and found to be in compliance as no manufacturing or testing issues were found.

Event description:
It was reported that a cadd® cadd-legacy 1 pump alarmed error 1871. The incident occurred during pre-testing. There was no patient injury associated with this occurrence.